Manufacturer narrative:
Photos have been provided for evaluation. The photos show the user hands covered in a substance; which might be linked to holes on the gloves provided with the kit. As for images on the actual holes on gloves; that was not confirmed. Personnel, manufacturing process, equipment and the environment are not related to the reported defect. The actual gloves (part number 76-89) within the finished goods product 4468 are supplied outside of bd. Inspection performed material review based on internal procedures with no rejections. A supplier corrective actions report has been sent to the supplier (baldur systems corp) for the gloves and they will be asked to start an investigation to determine a root cause. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that the gloves that come with the skin prep kits have holes in them.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4) .

Event description:
It was reported that the gloves that come with the skin prep kits have holes in them.